Manufacturer narrative:
The reported events of noise and oversensing were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) voltage level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Further sensitivity evaluation measured at most sensitivity level revealed sensing parameters within normal range. Additionally, a visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) channel. The device and rv lead were explanted and replaced to resolve the event. The patient was in stable condition.